Event description:
A us distributor contacted zoll to report that a patient developed bruising under the lifevest equipment. Patient described the area as black and blue marks on the back. The patient reported being on blood thinners. There was no alleged device malfunction contributing to the bruisign. The patient¿s physician advised temporarily taking off the lifevest. Follow up indicated that the bruising improved.

Manufacturer narrative:
Not applicable.